Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 46mg/dl due to the infusion set. Customer treated with candy. Troubleshooting found that customer had a back up plan. The customer was advised to follow up with their doctor regarding the low blood glucose and to monitor the issue and call back if necessary. Customer declined further low blood glucose troubleshooting.